Manufacturer narrative:
Updated field b5 with new information received.

Event description:
During a routine follow up after a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, the physician informed that the patient had a mild stroke, but rehabilitation was required. No further information was provided. The device was discarded following the initial procedure. It was further reported that the stroke was thrombotic. The patient was under general anesthesia during the procedure and did not have any prior stroke.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a routine follow up after a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, the physician informed that the patient had a mild stroke, but rehabilitation was required. No further information was provided. The device was discarded following the initial procedure.